Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: telephone extension: (B)(6).

Event description:
The incident involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated that the set connector was snapped off. The event was noted during infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
Received one (1) used 142560488 primary plum set for inspection. The secure lock male adaptor was missing from the end of the tubing and was not returned with the set. Evaluation of the tubing under uv light appeared to show sufficient coverage. The tubing was measured and met product specifications. The reported complaint of separation can be confirmed. The probable cause is unknown. Without the return of the secure lock male adaptor a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.